Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. No sample returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2016: the patient had unspecified injuries. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2016: the patient had unspecified injuries. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, "an indirect hernia was seen on the week inguinal floor. The hernia was reduced. A perfix plug was placed in preperitoneal space and sutured, the onlay patch was placed in the inguinal floor." (B)(6) 2011 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of prolene mesh plug. (B)(6) 2014 - patient was diagnosed mesh infection and left inguinal hernia thereby underwent open repair with explant of prolene mesh plug. (B)(6) 2016 - patient was diagnosed with abscess on right groin thereby underwent open repair with explant of perfix plug. Per operative notes, "some gross purulence encountered in subcutaneous tissue layer. The abscess cavity was present and the purulent material was suctioned. Lot of inflammation was seen with densely incorporated perfix plug. The perfix plug patch was dissected out removed and the plug adherent to the peritoneum was also removed." Attorney alleges that the patient had abscess, pain, infection, mesh removal, incision and drainage of abscess and emotional injuries.

Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 8 months post implant of perfix plug, patient was diagnosed with abscess, purulent discharge, adhesions, inflammation and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and inflammation as possible complications. Note, the manufacturing date (15-jul-2008) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.